Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that the patient went on to experience: mesh erosion, recurrent stress urinary incontinence, vaginal bleeding, urgency, urge and stress incontinence, mixed urinary incontinence, overactive bladder, urinary leaking, frequency, low abdominal pain, dyspareunia, vaginal odor and infection, vaginal pressure and/or pain. She also continues to experience vaginal discomfort.

Manufacturer narrative:
(B)(4).